Event description:
User facility medwatch report (# mw5155775) received, stating: as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, the patient's right iliac was small in diameter due to calcium. The right iliac was shock wave and dilator and the esheath inserted without issues. At the end of the procedure several perclose were used and bleeding was noted at the right access site. An extravagation [extravasation] was noted of the right iliac. A decision was made to cutdown to repair the right iliac. The patient was stable. There was no allegation of any (B)(6) device that caused the event.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medwatch report #mw5155775. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. The product production record and corrective and preventive actions (CAPA) reviews could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of hemorrhage and dissection are listed in the perclose proglide instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the article information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.